Manufacturer narrative:
Evaluation tests or methods used to duplicate / replicate the reported problems: run occlusion test, 300ml/hr. Infusion, and 12-hr test. Visual inspection. Reported problem duplicated / replicated: upper case is damaged. Check clutch error problem not duplicated - clutches and leadscrew looked good. Lead screw nut/washer was good. Carriage washer gap okay. No plunger guard in place. Flippers where sticking on the plunger case which was causing the "check syringe plunger sensor" alarm. What caused the reported (primary) problem: customer, unknown - but sticky flippers where causing the "check syringe plunger sensor" alarm. Who caused the reported problem: customer, no problem found. Actions / repairs done to correct the reported problem: replaced upper case. Replaced clutches as a precaution for check clutch alarms. Reset timing plates in plunger case to unstick the flippers and to solve the "check syringe plunger sensor" alarm. Repair summary: replaced upper case, cracked barrel clamp guide, cracked right plunger case and clutch halves. User issue- the failure is a result of the customer/ user interfacing with the product in a manner inconsistent with the IFU.

Event description:
It was reported that a medfusion¿medfusion® 3500 syringe pump needed new top case and had issues with the clutch. No patient injury reported.